Event description:
Additional information was received. The healthcare provider responded that it was unknown if the fall's effect on the implant was determined and unknown if the cause of the battery draining rapidly was determined. When asked what steps will be taken to resolve the issue they responded that the patient has a follow up appointment on 2023-apr-10. The issue has not yet been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had been so happy with the products they've used, and that they would go to charge their ins every thursday, but in the last couple of months (the patient stated it started in part of (B)(6) 2023 and into (B)(6)) when they went to charge the ins, it was down to 20% charge, and the battery in the recharger application was a 'rusty orange' color, when in times past the lowest charge the ins has ever been at has been 40% and the battery in the recharger application always showed green. The patient stated right around this time their symptoms also returned and they were waking up at night 3-4 times. When the therapy was helping, they'd only been getting up 1 time during the night and it was "amazing." The patient stated they charged earlier today (B)(6), 2023 up to 100% and they did try increasing their stimulation after they completed charging and already the ins was at 90% charge, but they noted they hadn't made any other changes to the ins previously that would have led to it being depleted to 20% when they went to charge. The patient stated they've never had to change the programs or settings because the therapy had always been effective for them. The patient denied having any recent falls or traumas that would have led to the event but noted they had fallen in october 2022 on their knees and face. Patient services reviewed the patient could try to switch to a different program if increasing the stimulation on their current program didn't help but also redirected the patient to follow up with their managing health care provider (hcp) to discuss their concerns and check the implanted system. The patient stated they were going to call their hcp.